Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the or for a lead revision. Lead noise was first noted by the clinic one month post-implant and resulted in several non-sustained rv oversensing episode detections. When physician loosened the tension on the suture sleeve, the noise immediately resolved. Physician elected to leave the lead in place due to patient having a history of deep vein thrombosis in the arm that the device is in. The patient¿s condition prior to and after the procedure was good.